Event description:
A nurse reported that vitrectomy probe had poor cutting performance and normal aspiration before vitrectomy surgery. The surgery was completed after a new replacement was used. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Upon visual inspection of the probe the distal end of the tubing was observed to have insufficient solvent. There was residue observed from adhesive but it was not located where the tubing and port are bonded. The root cause of the customer's complaint is consistent with a manufacturing error than can occur during the wetting/assembly process of the pneumatic tubing with solvent and subsequent insertion to the probe engine. In order to mitigate the occurrence of this type of event, during the manufacturing process, in-process checks during assembly and after final assembly are utilized to help screen out this type of defect from occurring. After investigation of this complaint no corrective action is required at this time. As described, quality checks are in place during and post-final assembly to mitigate recurrence of this observed issue. Based on our current tracking, there are no adverse trends for this reported complaint and lot. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).